Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Cts educated the caller on completing cartridge air removal before filling and guided them through the cartridge fill and load process. The caller successfully saw drops of insulin at the end of the tubing after guidance, and insulin delivery was resumed.